Event description:
Report from the us stating that the device had cord damage. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported complaint of "cord damage" was confirmed. During the pre-repair evaluation, there was hole found in the cord. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).